Event description:
A malfunction was reported on the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was provided with information on resetting the pump and was assisted in doing so by technical support.